Event description:
Customer reported that the face plate is frosted, the needle is missing and calibration is needed. The customer did not provide a date when this was reported. There was no patient incident or injury.

Manufacturer narrative:
Eval results: - eval of the returned unit confirms the reported issue the perflex face plate has a foggy film over it. However, the needle is not missing and moves up and holds pressure but does not return to zero, instead needle returns to its initial position below zero. No readings taken since the needle does not return to zero. Note: instructions for use state that the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).